Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. Traces of corrosion were noted at the display board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that when she presses the buttons on her insulin pump they either don't work or the numbers ramp up on their own. Customer stated that the insulin pump fell in water. Customer's blood glucose reading at the time of the call was 76 mg/dl. No further information reported.